Manufacturer narrative:
(B)(4). Batch # r93331. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a tlh, the surgeon was using the harmonic to dissect tissue of the cervix around the vaginal manipulator. The surgeon noted that a piece of the jaw of device broke off and fell into the patient. The loose piece was retrieved using graspers and was removed from the patient without difficulty and without any additional intervention. No other issues were noted and the case was completed using enseal g2 that was also opened. The procedure was successfully completed. There was no delay to the procedure and there was no patient consequence.